Event description:
The customer reported that the ligasure device would not seal tissue. Another device was used to complete the procedure. No tissue damage. No pt injury. No further info was made available from the site.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 07/14/2014. Date of follow-up report : 04/14/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.